Event description:
It was reported difficult deflation was encountered following the fourth inflation during a superficial femoral angioplasty procedure via a contralateral approach. The balloon was intentionally overinflated to rupture and was successfully removed. Results were satisfactory and the procedure was completed successfully at that time. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the shaft was flushed without a problem. Inflation and deflation could not be achieved due to a pin-hole leak. A 2mm circumferential tear was located in the proximal transition zone next to the proximal bond 8mm proximal to the proximal radiopaque marker. Scratches were noted on the balloon surface. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Since a full evaluation of the device could not be performed and co was unable to duplicate the problems encountered by the user facility, co is unable to determine the exact cause for this event. Direction for use state: "when dilatation has been completed, deflate the balloon by applying suction to the balloon lumen...the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 20cc syringe is recommended."